Event description:
Reporter alleged the customer obtained a discrepant blood glucose result of 43 mg/dl on the advantage system, compared back to back with a result of 314 mg/dl on a professional system when testing was performed within 10 mins. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.